Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact. Customer technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs.